Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on an unknown access set the distal end of the extension set came apart. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.